Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the arterial blood parameter module failed. No other details regarding the nature of the event were available. Since the event occurred during routine testing of the device, there was no pt involvement during this event.